Event description:
Customer reported that she received a no delivery alarm during bolus. Blood glucose was 184 mg/dl; current value is 256 mg/dl. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit. Customer was then instructed to disconnect and reconnect the reservoir and infusion and perform manual prime. Customer accidentally pulled the insulin out and had to fill a new reservoir. Customer also changed the infusion set and insulin did exit the tubing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.